Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) confirmed that the system¿s touch screen module saturated the internal network. The fse removed plastic cover. After removing the cover, the device resumed normal operation as per its specification. The fse should be advised to replace the hand switch if the issue reoccurs. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during an examination, it was no longer possible to do x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.